Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl. At the time of incidence. Customer was treated for low blood glucose level but they did not mentioned about treatment for low. Customer reported that they were hospitalized due to high blood glucose level. Customer reported that the insulin pump was not exposed to higher magnetic field. The insulin pump will not be returned for analysis.